Event description:
The customer reported to customer svc that her transformer cord blew sparks when she plugged it in. The transformer no longer powers her pump, she is now using the battery only.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint has not been received for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to obtain additional info were unsuccessful, including a final attempt by letter. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.